Manufacturer narrative:
(B)(4).

Event description:
Procedure type: stress urinary incontinence. According to the reporter: the pt alleged injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the patient alleged injury. The indication for implantation of transvaginal mesh in this patient was stress incontinence and urge incontinence. Procedure: underwent sling (using uretex) procedure and cystoscopy under general anesthesia. Complications post implantation: bloating, constipation nausea, and lower abdominal discomfort and assessed with partial small bowel obstruction secondary to intestinal adhesions. Additional surgery: (B)(6) 2005: underwent laparoscopic lysis of intestinal adhesions for small bowel obstruction and intestinal adhesions under general endotracheal.